Manufacturer narrative:
(B)(4). Date sent 3/13/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Did the device cut at all? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Would the surgeon like to speak with ethicon? If yes, please list 3 dates and times that would be good (est). What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an exploratory laparotomy procedure, there was a staple line bleed resulting in the patient being brought back to the three times. No further information was provided to the sales rep.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? What surgical procedure was performed? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Did the device cut at all? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Would the surgeon like to speak with ethicon? If yes, please list 3 dates and times that would be good (est). What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? Was not able to get any further with them. No response.